Manufacturer narrative:
The customer reported to olympus that there was an echo image defect on the gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was missing, and the acoustic lens had a chip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The device was evaluated by olympus. The evaluation found that the allegation for the echo image failure was confirmed. Additional issues were identified during the device evaluation: insufficient angle; angle knob play; objective lens adhesive peeling; floating curved rubber adhesive part; cracked curved rubber adhesive part; the lock on the angle up and down side not working; scratch on the universal cord actuator side; scratch on the image guide snake pipe; and scratch on the actuator forceps elevator lever. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. The root cause could not be identified, and the investigation was conducted based on the obtained information, but the occurrence cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was an echo image defect on the gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was missing, and the acoustic lens had a chip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.